Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection, it was found that a spring pin is broken. According to the sr, it was used in surgery and there was no problem during the surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the u-blade inserter gamma3 to be the subject product. No further associated products were reported. Dimensional inspection of the returned fragment (broken off spring pin) revealed the diameter being within specification. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the u-blade inserter had been in use for a longer time (manufactured in march 2009), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. One of two spring pins that keep the clamping plate in place is completely broken off at the transition to the bore in which the pin is embedded in the frame of the inserter. The appearance of the breakage surface of the broken off pin shows features of a forced brittle fracture. No plastic deformation is visible. An attempt to reproduce the identified breakage by over-bending the remaining (intact) spring pin did not lead to any breakage or plastic deformation at all. The failure reported could not be reproduced and the exact root cause of the reported event could not be determined. Nevertheless it can be ascertained that the root cause is not related to a deficiency of the device. No non-conformity was identified.

Event description:
During the inspection, it was found that a spring pin is broken. According to the sr, it was used in surgery and there was no problem during the surgery.